Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a standard follow up today and the healthcare provider wanted to check the impedances. The left implantable neurostimulator (ins) came back orange in both monopolar and bipolar. The healthcare provider stated that the app said that therapy may be impeded and to lower it or it could affect the recharge interval. The patient charges fine and it doesn't feel like there is any less therapy being delivered. The contacts that are being used in programming are showing "> 5k" ohms. The caller did not have the printout of the impedance values at the time of the call. Reviewed with the caller that they should try running the impedance in the automated mode to see if they can see more of the values versus the 5k. Caller reports that 0 and 3 are 4333 ohms and that 1 and 2 are all above 5k for the case values. Caller does not know if the patient has had any falls or trauma. The issue was not resolved through troubleshooting. Caller will follow up with healthcare provider. Technical services asked rep to send session report to visually see all the values being provided by the impedance test.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that while fluid was a possible cause, cause was ultimately unknown. The healthcare provider (hcp) was monitoring the patient and reported issue was reported to be resolved at this time per the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that a definitive cause has not been determined.